Manufacturer narrative:
An event of heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgery and unexpected medical intervention were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with history of rbbb/lbbb and atrioventricular block. The length of the patients membranous septum was 6mm and there was no calcification from the annulus to the subvalvular to lvot. Before the flexnav passed through the annulus, the patient went into complete av block (cavb). A temporary pacemaker was used to treat the cavb and the valve was successfully implanted at a depth of 5mm ncc and 3mm lcc. On (B)(6) 2024, a pacemaker was noted to have been implanted. The physician doesn't believe that an abbott device caused or worsened the heart block. The patient remained hemodynamically stable and there was no clinically significant delay. The patient's condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant in a patient with history of rbbb/lbbb and atrioventricular block. The length of the patients membranous septum was 6mm and there was no calcification from the annulus to the subvalvular to lvot. Before the flexnav passed through the annulus, the patient went into complete av block (cavb). A temporary pacemaker was used to treat the cavb and the valve was successfully implanted at a depth of 5mm ncc and 3mm lcc. On (B)(6) 2024, a pacemaker was noted to have been implanted. The physician doesn't believe that an abbott device caused or worsened the heart block. The patient remained hemodynamically stable and there was no clinically significant delay. The patient's condition is stable.